Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the speaker is defective. The device was in use during monitoring a patient and no patient harm was reported.

Manufacturer narrative:
.